Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the three sensors failed with low readings and the two remaining sensors passed per specification with accurate readings. The three sensor cannulas were bent. It could not be confirmed if the customer received the sensors with bent cannulas due to being returned opened and used. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Event description:
It was reported that the customer's blood glucose was 31 mg/dl and he treated by eating. He was also having issue with sensor errors. The customer's blood glucose was 68 mg/dl when reporting this. Troubleshooting was performed. When the customer removed the sensor, it was bent. Nothing further was reported.